Event description:
The user facility reported that during reprocessing, error code e01 [water supply insufficiency] was displayed in the final rinsing process. The user attempted to wipe the water level sensor, but the issue remained. There was no report of patient or user injury due to the event.

Manufacturer narrative:
Further follow-up with the user facility found that the water filter was not replaced when it should have been. It is suspected that devices were not reprocessed properly. Additional information regarding this issue is being requested. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The device was not returned to olympus for evaluation.

Event description:
The customer stated they follow the instruction manual for when to replace the water filter. The water filter is replaced at least once a month. At this time, it is unknown if any patients were impacted due to this issue, as no information was provided. To our knowledge, the customer has not tested any of the scopes for contamination. The olympus field service technician did not visit the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: it is unlikely that the water level sensor failed or was falsely detected, and there is a possibility that error e01 occurred due to deterioration and clogging of the water filter. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. Olympus will continue to monitor the field performance of this device.